Event description:
The customer stated that the c-arm would not boot and was only showing squares. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced during the service call. The system was tested, found to be working as intended and returned to service.